Manufacturer narrative:
Quality control data showed results outside of 2sd. Upon review of the provided alarm trace, preclean short, procell/cleancell short, abnormal sample probe movement, and abnormal sample aspiration alarms were observed. The field service engineer checked the instrument and found a misadjusted rinse level and sample probe failures. He replaced the sample probe and adjusted the rinse level. The customer run quality controls with results within expectations. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with the a1cx3 (tina-quant hemoglobin a1cdx gen.3) assay on a cobas c 503 analytical unit. The customer stated that they started to use the a1cx3 reagent lot 62958201 on (B)(6) 2022 and have seen a shift in their third-party controls. The customer then repeated over 200 patient samples that were initially tested between (B)(6) 2022 with a second a1cx3 reagent lot 61197001. Of the affected samples, discrepant results for three patient samples were provided as examples. The first patient sample initially resulted in an a1cx3 value of 13.3 % with reagent lot 62958201 and repeated as 9.96 % with reagent lot 61197001. The second patient sample initially resulted in an a1cx3 value of 7.5 % with reagent lot 62958201 and repeated as 5.66 % with reagent lot 61197001. The third patient sample initially resulted in an a1cx3 value of 8.4 % with reagent lot 62958201 and repeated as 6.23 % with reagent lot 61197001. The repeat values were deemed correct. The questionable results were reported outside of the laboratory. The a1cx3 reagent lot was 62958201 with an expiration date of 31-aug-2023. The a1cx3 reagent lot was 61197001 with an expiration date of 31-may-2023.